Event description:
The manufacturer received information alleging a ventilator inoperative alarm condition occurred. There was no harm or injury reported. The device has been returned to the service center and is pending evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.